Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, a visual inspection found that the balloon was detached at the balloon bond, and that the inner shaft was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery intervention involving the catheter pacific plus balloon, a patient was treated for a calcified lesion in the right superficial femoral artery. The target lesion exhibited 100% stenosis, measured 150 mm in length, and had a moderate degree of calcification. Inflation difficulties were encountered with the reported catheter device, and a leak was noted on the shaft. The device functioned during vessel preparation but would not inflate to post-dilate after stent placement (medtronic everflex prb35-06-200-120 and medtronic everflex evd35-06-150-120). The vessel was pre-dilated using the same device and post-dilated with a medtronic admiral xtreme 6 x 250 x 130 cm after the reported device failed to inflate. The device was safely removed from the patient, and the procedure was completed using a new device. No patient complications have been reported as a result of this event. There was no damage noted to the stents. The physician experience a lot of resistance throughout the procedure particularly when withdrawing the balloon from the patient into the sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.